Event description:
It was reported that the impedances were high at 10000 ohms. It was noted that the reporter exchanged the leads and checked the impedances on 10 occasions. It was noted that a trialing cable was then used to check the impedances and all were within range. It was noted that the implantable neurostimulator (ins) was then exchanged and the impedances were then in range for all electrodes. It was noted that the product would be returned. It was noted that the patient as alive with no injury at the time of the report and there were no patient symptoms associated with the event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the wrench found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.